Manufacturer narrative:
The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has been feeling very fatigued and the last time she felt this way was from ventricular tachycardia (vt). The presenting data shows the device is operation as programmed. Pacing impedance measurements on the atrial channel were out of range but had been out of range at the last office interrogation. No adverse patient effects were reported.